Event description:
The manufacturer received information alleging a no power and burnt connector on a remstar auto a-flex device. There was no death, serious harm or injury, and no medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.